Event description:
The extension tubing detached from the adapter during use.

Manufacturer narrative:
H6 - conclusions: a root cause analysis was unable to be performed as the sample was not returned. However, the separation may have been due to the extension tubing being too small in diameter. The supplier has completed a corrective action where a conveyer is now being used to transfer the tubing from the puller to the spooling segment of the extrusion line. This will allow sufficient time for the polyurethane material to cure prior to spooling the product.